Event description:
Healthcare professional reported left side possible rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: red particles, fold creases, extended smooth and sharp opening in a crease, stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a smooth and sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and possible rupture.

Event description:
Healthcare professional reported left side possible rupture and capsular contracture, baker grade iii. Device has been explanted.